Manufacturer narrative:
The guidewire involved appears to have been cut since the MFR report states that a small piece of the guidewire is missing. 3/26/97 spoke to operating room staff. She stated that the piece of guidewire that was missing does not appear to be in the patient. The patient has had (4) chest x-rays since the insertion procedure to check for the guidewire and it has not shown up. The patient is fine. This small piece of guidewire is still missing.